Manufacturer narrative:
The technician found the brake casters are worn and will rotate in a circle if the stretcher is pushed from the side. The casters on the device were worn due to age. The casters were last replaced in 2008. Hence, the casters were worn due to age and regular wear and tear due to usage. See scanned page. The technician replaced the foot brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the foot brake casters would ratchet slightly while in brake mode. The bed was located in the hallway of the account. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).